Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported she was trying to make her device work. Additional information from the patient on february 21st reported they received the replacement patient programmer and were still getting the poor communication message. It was review by patient services there was a possibility of the ins being depleted. The caller noted no one told them the ins would need to be replaced. There were no further complications that have been reported as a result of this event.